Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional report a right side saline deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: device no leak the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional report a right side saline deflation. Device has been explanted and replaced.